Manufacturer narrative:
The insulin pump had a cracked case near the display window corner, cracked reservoir tube lip, cracked battery tube threads and a stained end cap sticker. The insulin pump passed the prime, displacement, basic occlusion, and excessive no delivery alarm tests. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No blank display was noted during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer stated that leading up to the alarm, the screen display went completely blank, it counted up to 6, then the display went blank again. She stated she changed the battery and then the motor error appeared and all of her settings were lost. The customer's blood glucose was 82 mg/dl. During troubleshooting, it was found that the insulin pump had gone through what the customer called an airport machine. The customer uses the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.